Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with a monarc sling system "to treat her stress urinary incontinence and/or pelvic organ prolapse". It was alleged that the plaintiff "suffered from mesh extreme pain, mesh erosion, dyspareunia, bleeding and infection", has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has had and may undergo corrective surgery or surgeries", and has had other injuries.